Manufacturer narrative:
The device was not returned to manufacturer, without return of the device the reported clinical observation cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Additional information provided indicates valve was explanted due to prosthetic valve endocarditis after an implant duration of three (3) years, six (6) months. The device will not be returned as it was discarded.

Manufacturer narrative:
Additional manufacture narrative - attempts to obtain device and additional information were unsuccessful. Without return of the device or additional information the reported explant cannot be investigated and a root cause cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that was explanted due to unknown reasons after an implant duration of three (3) years and six (6) years. The device was replaced with another edwards bioprosthetic. There were no reported complications. Attempts to obtain additional information and device were unsuccessful.